Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1d9gx, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called requesting an healthcare provider (hcp) listing because they moved. Prior to moving, they met with a manufacture representative (rep) regarding their low ins battery and programming adjustments. At this time, it was discovered that they could feel the wire through the skin and they think it should be replaced or removed. The consumer then clarified that the lead is not actually coming through the skin, but they think it is affecting their muscles around the area. Additional information was received on 2020-03-30 and it was stated that the device battery was dead and the wires had broken off the device and it was removed on (B)(6) 2020. No further complications were noted or anticipated